Event description:
Boston scientific received information that during the replacement procedure, difficulty was encountered removing the leads from this device header. This device was successfully replaced. No further information is available at this time. It is unknown whether the leads are boston scientific products. No adverse patient effects were reported.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.